Event description:
Information received by medtronic indicated that the customer reported crack on the back side of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The product has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a slightly broken reservoir tube lip were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - backside of the pump. Retainer ring damage (a cracked retainer and a slightly broken reservoir tube lip) was confirmed. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.